Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine device replacement, during post implant testing for rate conversion, low shock impedance measurements were observed and the newly implanted device failed to convert the induced ventricular rhythm. An external shock was delivered with successful conversion and the physician elected to then replace the chronic sicd electrode. Post electrode implant, testing was again initiated with the replacement device however rate conversion remained unsuccessful. The physician then elected to remove the replacement device and implant a second sicd device and test with the newly implanted electrode, at which time defibrillation testing was successful and the procedure completed. No resulting adverse patient effects and both the chronic electrode and attempted device are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection noted a large arc mark on the device case. Review of the stored memory found a charge timeout and long charge error. The device case was removed and battery voltage measured at 9.10v. Signs of electrical overstress (eos) by the high voltage capacitors was observed. Eos was noted on the high voltage capacitor flex circuit; there was no eos noted under the header. Arcing damage like that seen with this device is consistent with a shock shorted to the device case, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock to the device case.

Event description:
It was reported that during a routine device replacement, during post implant testing for rate conversion, low shock impedance measurements were observed and the newly implanted device failed to convert the induced ventricular rhythm. An external shock was delivered with successful conversion and the physician elected to then replace the chronic sicd electrode. Post electrode implant, testing was again initiated with the replacement device however rate conversion remained unsuccessful. The physician then elected to remove the replacement device and implant a second sicd device and test with the newly implanted electrode, at which time defibrillation testing was successful and the procedure completed. No resulting adverse patient effects and both the chronic electrode and attempted device are expected to be returned for analysis.